Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate gauge was inaccurate. Additionally, it was reported that the pump battery gauge was fluctuating. Customer's blood glucose level was not impacted. Reportedly, the customer reloaded the cartridge and successfully resumed insulin delivery.